Event description:
The hosp reported that during a coronary artery bypass procedure, before deployment of the seal, the hs iii proximal seal was unraveled. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed no signs of clinical usage or evidence of blood. A visual inspection determined that the delivery device was returned outside the loading device. The tension spring assembly, the anchor tab and the seal were outside the devices. The seal was cracked along first row of the outer edge and the fifth and six rows from the center. The green slide lock was unlocked and the white plunger was partially depressed on the delivery device. Based upon the received condition of the device, the reported complaint was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).